Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: pb1018 valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety, palpitations and hyperventilation. The right atrial (ra) lead exhibited short atrial ventricular intervals and far field r-wave (ffrw) oversensing. The lead is scheduled for reprogramming and remains in use. No further patient complications have been reported as a result of this event.